Event description:
The pt stated that, while driving in her car, her infusion device began audibly beeping and displayed an e4 (occlusion) error code. She stated that she was "feeling thirsty" and she had just tested her blood glucose level, which she stated was in "the 400s". She reported her normal blood glucose range to be 100-200mg/dl. During troubleshooting with a co rep, she stated that she believed her insulin infusion set tubing "was kinked up into a knot and not allowing the flow of insulin". She then observed that the outer infusion set tubing was separated at the luer-lock connection and it was leaking insulin. The pt replaced the infusion set tubing and cartridge to correct the problem. The pt then corrected the elevated blood glucose level with a bolus of insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.